Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), endometritis ("endometritis"), fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("perforation (uterus)"), device expulsion ("device disloaction endometrail cavity") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, appendectomy and graves' disease. Concurrent conditions included constipation, amenorrhea, uterine fibroid, dysfunctional uterine bleeding, weight loss and weight gain. Concomitant products included ibuprofen. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), fatigue ("fatigue"), cystitis ("cystitis"), back pain ("back pain"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube), oophorectomy, hysterectomy, salpingectomy (one side removal of fallopian tube); oophorectomy and hysterectomy, salpingectomy (one side removal of fallopian tube);oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, endometritis, fallopian tube perforation, uterine perforation, device expulsion, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, urinary tract infection, cystitis, vaginal haemorrhage, menorrhagia, back pain, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6)2009 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: device migrated.. Computerised tomogram pelvis - on (B)(6) 2010: CT of the pelvis - there is inflammatory change just superior to the fundus of the uterus. There are metallic foreign bodies, which appear to represent fallopian occlusion devices. The one on the left appears in good position. The one on the right appears to have migrated back inside the endometrial cavity.. There is minimal shotty pelvic lymphadenopathy. Impression: 1. Inflammatory change superior to the fundus of the uterus, 2. Right fallopian tube occlusion device apparently migrated into the endometrial cavity, 3. Shotty mesenteric and pelvic lymphadenopathy, hysterosalpingogram - in (B)(6) 2009: failure to occlude (close) fallopian tubes; perforation (fallopian tube); perforation (uterus); malposition of essure device; migration of essure device.. Pathology test - on (B)(6) 2011: final pathologic diagnosis: uterus, cervix, right fallopian tube and ovary, total abdominal hysterectomy and right salpingo-oophorectomy: cervix: ecto- and endocervical mucosa with nabothian cysts. Endometrium: proliferative phase endometrium with areas of scarring, metaplastic bone formation and calcifications. Myometrium: extensive adenomyosis is identified. Serosa: numerous fibrous adhesions are identified. Additional pathologic findings: chronically inflamed and dilated right fallopian tube consistent with the clinical impression of a hydro salpinx also associated with a paratubal cyst. Ovary with normal physiologic structures and involvement by endometriosis. Intact bilateral metallic devices are present within the ostia of the fallopian tubes. Clinical history: fibroids, pain, left hydro salpinx specimen(s) received: uterus, cervix, right tube and ovary. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record; pelvic pain , abdominal pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of ptc (product technical complaint). Case category updated from "invalid" to "valid". Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ("endometritis."), fallopian tube perforation ("perforation (fallopian tube"), device breakage ("device breakage"), device expulsion ("device dislocation endometrial cavity"), uterine perforation ("perforation (uterus).") And genital haemorrhage ("abnormal bleeding (general);") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, appendectomy and graves' disease. Concurrent conditions included constipation, amenorrhea, uterine fibroid, dysfunctional uterine bleeding, weight loss and weight gain. Concomitant products included ibuprofen. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse);"), dyspareunia ("dyspareunia (painful sexual intercourse);"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("uti"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), nausea ("nausea"), fatigue ("fatigue"), cystitis ("cystitis"), back pain ("back pain"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy, salpingectomy (one side removal of fallopian tube); oophorectomy and hysterectomy, salpingectomy (one side removal of fallopian tube);oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the endometritis, fallopian tube perforation, device breakage, device expulsion, uterine perforation, female sexual dysfunction, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain lower, urinary tract infection, cystitis, vaginal haemorrhage, menorrhagia, back pain, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, endometritis, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2010: device migrated. Computerised tomogram pelvis - on (B)(6) 2010: CT of the pelvis - there is inflammatory change just superior to the fundus of the uterus. There are metallic foreign bodies, which appear to represent fallopian occlusion devices. The one on the left appears in good position. The one on the right appears to have migrated back inside the endometrial cavity.. There is minimal shotty pelvic lymphadenopathy. Impression: inflammatory change superior to the fundus of the uterus. Right fallopian tube occlusion device apparently migrated into the endometrial cavity. Shotty mesenteric and pelvic lymphadenopathy. Hysterosalpingogram - in (B)(6) 2009: failure to occlude (close) fallopian tubes; perforation (fallopian tube); perforation (uterus); malposition of essure device; migration of essure device. Pathology test - on (B)(6) 2011: final pathologic diagnosis: uterus, cervix, right fallopian tube and ovary, total abdominal hysterectomy and right salpingo-oophorectomy: cervix: ecto- and endocervical mucosa with nabothian cysts. Endometrium: proliferative phase endometrium with areas of scarring, metaplastic bone formation and calcifications. Myometrium: extensive adenomyosis is identified. Serosa: numerous fibrous adhesions are identified. Additional pathologic findings: chronically inflamed and dilated right fallopian tube consistent with the clinical impression of a hydro salpinx also associated with a paratubal cyst. Ovary with normal physiologic structures and involvement by endometriosis. Intact bilateral metallic devices are present within the ostia of the fallopian tubes. Clinical history: fibroids, pain, left hydro salpinx.. Specimen(s) received: uterus, cervix, right tube and ovary. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ pelvic pain. Abdominal pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: new pfs + mr received- new events added: abnormal bleeding (general);apareunia, malposition of essure device - location of device: endometrial cavity; bladder or urinary problems or changes, nausea; device breakage; dysmenorrhea (cramping); dyspareunia, pain; perforation (fallopian tube(s)); fatigue; perforation (uterus), abdominal pain, uti, cystitis, abdominal pain,. Back pain, stomach pain, abnormal bleeding vaginal, menorrhagia and endometritis. Were added. Outcome of events pain , nausea, bleeding infection from unknown to recovered/resolved were updated. Concomitant and historical conditions were added. New reporters and date if birth were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.